Event description:
During an inferor vena cava filter (ivc filter) placement, the filter did not fully deploy/open. The MFR was called and the physisian spoke to the district manager. The advice from the district manager was to gently probe the filter with a catheter to see if it would open up. A c2 catheter was used to ensure that the lower legs were secure in order to confirm the filter was stable and not likely to embolize to the suprarenal inferior vena cava. During this maneuver, one of the superior legs did open up. It is not known if this maneuver is common MFR practice, however the info was directed via phone during the event. The filter failed to open after probing and was left in the pt. The pt suffered no adverse effects from this partial opening. The filter was stable and functioning per radiographic eval. As of a month later the pt was still with the filter without any problems. Only three of the six superior legs were closed and all of the inferior legs were open making the device stable in the vessel. The pt presented with thrombus in the left common iliac vein and bowel obstruction which are not believed to have contributed to the device failure. The facility began using this device in 1998 with the newest version of the device provided by the MFR in 2000. The specific update(s) to the device which were made since 1998 are not known. There has been no history of any previous failures of this device. The device labeling cautions not to use this device for a vessel larger than 30 millimeters.